Manufacturer narrative:
The investigation of limb ischemia and vf/vt/af/at has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided, the root cause of the limb ischemia and vf/vt/af/at was not determined.

Event description:
The complainant reported the patient was on impella cp support and during support, the patient had limb ischemia. A percutaneous internal bypass was placed and flow was restored. Support continued. Additionally, while weaning the pump, the patient went into atrial fibrillation requiring addition of vasopressors. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿.